Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 24 mg/dl on their blood glucose meter. The consumer immediately tested again using the same meter and test strips getting a result of 161 mg/dl. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use of their initial test strips as instructed in our directions for use. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The consumer was educated on these directions for use at the time of call. The test strips will be returned for eval.